Event description:
It was reported that myopotential oversensing was observed. The oversensing was not reproducible with isometrics and deep breathing. Programming changes were made, and no further reports of oversensing was observed.